Event description:
It was reported that the device control module had a broken dc motor adapter in the green port. There have been no pt consequence reported. To finish the breast biopsy, the facility was able to use another sys.

Manufacturer narrative:
.